Event description:
Customer reported that he had blood glucose of over 300 mg/dl and his insulin pump was not working correctly. Customer stated that he was trying to gove a bolus and the unit stated to alarm no delivery. Customer stated that he run a 5.0 units fixed prime and the insulin did not exit. Customer stated that he changed his reservoir run another 5.0 units and the insulin did exit the tubing. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).